Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet screen displayed the ¿press and hold¿ option in a greyed-out state and the user could not proceed, despite placing the device on the charger and receiving a prompt to continue filling tubing; the issue was handled as a hardware screen unresponsive malfunction with completed troubleshooting and education, and a replacement ilet was shipped. Symptoms included no adverse clinical effects and no alerts or alarms affecting blood glucose. Outcomes included continued insulin therapy on the replacement device and uninterrupted cgm use on the user¿s app or receiver. Investigation included review of user reports, verification of device information and shipping details, guidance to shut down the device to prevent further alerts, and receipt and inspection of the returned device. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.